Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different cable. In addition, it was reported that after the pump came out of storage mode the time became inaccurate. The customer's blood glucose level ranged from 89-111 mg/dl. Customer corrected the time to resolve the issue.